Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00699.

Event description:
The patient was undergoing a coil embolization procedure in the pancreaticoduodenal artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician experienced resistance after advancing the smart coil approximately two centimeters into the microcatheter. Subsequently, the smart coil became stuck and, therefore, it was removed. The physician then advanced a new smart coil; however, the same issue occurred. Therefore, the smart coil was removed. The procedure was completed using four smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. Conclusions: evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encounter and damages such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through the hub of a demonstration microcatheter due to the offset coil winds on the embolization coil. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the complaint and could have occurred during packaging for returned to penumbra. Evaluation of the returned smart coil revealed offset coil winds along the length of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encounter and damages such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through the hub of a demonstration microcatheter due to the offset coil winds on the embolization coil. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00699.